Event description:
A report was received that the patient underwent a revision procedure due to being overstimulated by the device. The physician replaced one of the percutaneous leads due to it being fractured. The patient is reportedly doing well.

Event description:
A report was received that the patient underwent a revision procedure due to being overstimulated by the device. The physician replaced one of the percutaneous leads due to it being fractured. The patient is reportedly doing well.

Manufacturer narrative:
Device analysis confirmed the complaint. Lead (sc-2218-50: sn (B)(4)) visual and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. This location appears to be the suture site. The evidence of silver oxide blackening or corrosion inside of the lead at this site indicates that lead wires were broken while implanted.